Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: no arcing was observed during the procedure. The patient did not experience any injury or adverse event during or after the surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps (fbf) instrument to perform failure analysis. A visual inspection found the fbf instrument had no issues at the distal end. The instrument passed the recognition and engagement tests. The instrument did not move intuitively with full range of motion in all directions. The instrument's movements were imprecise (normal but non-exact within joint limits and in the expected direction with vibrations or small-scale dithering.) Additionally, the instrument was found to have a dislodged pitch cable at the proximal end in the housing. The dislodged pitch cable at the proximal end most likely caused the imprecise motion. The instrument was found to have charring and localized melting at the grip base on the outside of the yaw pulley. The instrument passed the electrical continuity test. The fbf instrument was placed and driven on an in-house system, and the grips opened and closed properly. The instrument delivered energy on several attempts. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the movement angle of the fenestrated bipolar forceps (fbf) instrument was restricted. No known impact or patient consequence was reported.